Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During valve deployment the commander balloon ruptured towards the end of the inflation. Valve was stable, ruptured balloon was removed safely and valve was post dilated with a 28mm non-ew balloon.